Manufacturer narrative:
The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant. The complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for eval was one 6.6 fr s/l broviac catheter. Gross inspection of the sample revealed abundant usage residues throughout the sample. The over-sleeve markings were completely worn. The catheter terminated 2.8cm distal of the over-sleeve. Microscopic inspection of the distal tip of the sample revealed striations typical of a sharp instrument cut. Two small, splits were observed on opposite sides of the catheter 0.3 cm - 0.4 cm distal of the crimp collar. An attempt to infuse water through the sample using a 12 ml syringe revealed the sample to be patent to infusion; however, a spraying leak was observed emanating from the sites of the aforementioned splits. Tactile inspection of the sample revealed clamping impressions throughout the over-sleeve, including in the vicinity of the splits. Microscopic inspection of the splits revealed sharply defined granular edges. The splits had occurred in the vicinity of the distal end of the luer hub stem. The splits were typical of damage caused by engaging the clamp outside of the "clamp here" region, adjacent to the crimp collars. This pinches the silicone catheter material between the harder material of the clamp and the luer hub stem, resulting in catheter damage. The IFU states "always clamp the catheter over the reinforced clamping sleeve or tape tab, as instructed by your nurse. Never clamp over the reinforced segment directly adjacent to the connector".

Event description:
Sl broviac allegedly burst close to the hub.